Event description:
The patient fell and hit the beam on thr vase of the 5803. (B)(6), the nurse manager stated the patient was asleep positioned prone on the 5943 surgical spinal top. The patient was secure with patient safety strap and face plat with blue and white form pillow. Once the patient was positioned prone and secure on the 5943, the upper right column (head) of the 5943 carbon fiber split. The surgery spinal table top with the patient positioned on it fell and hit the beam on the base of the 5803. Phone follow-up with hospital risk management on (B)(6) 2013, identified no injury noted from incident. Discussed with (B)(6), risk manager, (B)(6) hospital.